Event description:
The patient's family member called lifescan and alleged that their pt meter was reading inaccurately erratic. The patient obtained three results of"hi", 500, and 104 mg/dl. The tests were performed within 10 minutes. After testing, they began experiencing symptoms of cramping, headache, and dizziness. The patient took their insulin (6 units of novolin n and 2 units of novolog). The patient visited their physician, however, no treatment was given. At one point, the patient's meter would not stay powered on. The reporter stated that the battery would not snap in. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The patient did not have any control solution. Based on the information supplied by the patient there is evidence of a meter malfunction, however, there is no indication that the meter contributed to the serious injury. The issue with the meter was not resolved with troubleshooting.